Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon would not open when they opened the package. It was noted that the temporary pacing electrode catheter balloon damaged. The user did not exposed to hazardous materials, blood or body fluids. It was noted that event occured during the pretest. Per additional information via email from ibc on 07mar2024, it was stated damaged after opening the package, not used on patients.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original label), used temporary pacing electrode catheter. Visual inspection of the sample noted using the luer lock catheter balloon was inflated with 1.5 cc air, stopcock closed syringe removed. Allowed to rest with no leaks noted for one minute. The balloon inflated with no issues, stopcock opened, and balloon deflated. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. Correction: d, e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon would not open when they opened the package. It was noted that the temporary pacing electrode catheter balloon damaged. The user did not exposed to hazardous materials, blood or body fluids. It was noted that event occurred during the pretest. Per additional information via email from ibc on 07mar2024, it was stated damaged after opening the package, not used on patients.